Event description:
Additional information was received that over the last six months there have been no more episodes with stored noise since programming the minute ventilation feature off. However they are still seeing spikes in impedance between 1300 to 1400 ohms. Since they were seen no noise and sensing and threshold measurements were fine they opted to monitor the patient. It was noted that the lead safety switch (lss) feature and right ventricular automatic threshold test feature were programmed on. At this time the device and another manufacturer's right ventricular (rv) and right atrial (ra) leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was three instances of oversensing of noise on the right atrial (ra) channel. The noise was not able to be reproduced by isometrics. Boston scientific technical services (ts) was consulted and discussed that the minute ventilation feature was programmed to passive, which may have been a contributing factor of the oversensing noise. It was recommended to turn off the minute ventilation feature. Upon further review of the patient's data it was found that over the last three months there were fluctuating right ventricular (rv) and ra lead impedance measurements that did not go out of range. Ts recommended following the patient with a remote home monitoring system. The device and leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements for the pacemaker and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed further troubleshooting, possible reasons for the out of range impedances, along with the option of continuing to monitor. At this time the pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the lead safety switch (lss) feature for the other manufacturer's right ventricular (rv) lead was programmed off at the patient's last in office visit due to the noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in the clinic. Isometrics were performed and the noise was not able to be reproduced. During in office testing the lead impedance measurements were back to within normal limits. The physician has opted to continue to monitor the patient via the remote home monitoring system. At this time the pacemaker and leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the rv lead continues to display high out of range pacing impedance measurements. Previously the other manufacturer's right atrial (ra) lead impedance measurements were high, but not out of range. Now they are high and out of range. The medical personnel discussed that oversensing of noise on both leads also continues. (B)(4) technical services (ts) was consulted and discussed possible reasons and further troubleshooting techniques. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic where both the ra and rv leads were reprogrammed to unipolar sensing configuration. The clinic noted that since they reprogrammed the leads they have not seen any noise and will continue to do monthly checks. The pacemaker and another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.